Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged unexpected shutdown issue could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the contact maneuvering the cable into the charging port at a certain angle. Reportedly this issue persisted despite the attempt of multiple usb cables and power sources. Additionally, the pump shut off unexpectedly. Customer experienced severe dehydration, diabetic ketoacidosis, and blood glucose (bg) of 576 mg/dl. The customer went to the emergency room (ER) and was treated with insulin drip and fluids. Reportedly, the customer was unconscious when admitted to the hospital three to four hours later. Customer was treated with additional insulin drip and fluids, and was released (B)(6) 2019 with no permanent damage. Reportedly the customer continued to use the pump for insulin therapy.